Manufacturer narrative:
Follow-up #1: date of submission 11/18/2015. Device evaluation: the device has been returned and evaluated by product analysis on 11/03/2015 with the following findings: black box dates from 9/2/2015 -9/10/2015. Black box data from date of pi has been overwritten however current black box shows a voltage drop, por events and battery alarms. Pump powers with returned battery cap. Battery cap unable to fully tighten. Battery compartment cracks observed in thread area and below grip pad. Evidence of moisture contamination inside battery compartment and underside of battery cap. Current draws within specifications. A "battery life" issue was not duplicated during investigation. Leak test shows leak at battery compartment crack. Removed pump case. No evidence of additional moisture contamination inside pump. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a power (battery life w/ moisture) issue. There was moisture corrosion in the battery compartment. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.